Event description:
It was reported that the stent (subject device) was selected for the medical procedure. However, during deployment resistance was encountered between subject stent and catheter. The distal end of the subject tent was positioned and deployed 5 mm beyond the aneurysm neck. After the subject stent was fully deployed, angiography revealed that the distal end of the subject stent had shifted proximally, preventing it from fully covering the aneurysm. Therefore, the physician deployed a second stent, which completely covered the aneurysm. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 ¿ expiration date ¿ added. D4 ¿ gtin ¿ added. D9 - product available to stryker - updated. D9 - returned to manufacturer on - updated. H3 - device evaluated by mfg - updated. H4 ¿ manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was noticed that only the stent delivery wire (sdw) was returned as the first stent could not be retrieved after deployment, the stent body could not be withdrawn. The sdw was kinked/bent approximately 16.5cm from the distal end. The stent and introducer sheath were not returned. A functional test could not be performed as the stent was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be not tortuous. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. There was no resistance between the catheter and the stent delivery wire. There was no resistance encountered during navigation of the flow diverter device to the target lesion. There was no resistance during advancement of the stent delivery system through the patient¿s anatomy. When deploying the 3mm from proximal of stent, resistance was encountered between stent and microcatheter. The returned sdw was kinked/bent approximately 16.5 cm from the distal end which indicates it encountered a force/resistance during use. The sdw became damaged most likely when the resistance was felt between the microcatheter and stent. It is also possible the stent became damaged when this resistance was encountered and the damage may have contributed to the stent shifting. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the as reported event of ¿stent dislodged/migrated¿ and ¿ stent friction¿ as well as, to the as analysed event of ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the stent (subject device) was selected for the medical procedure. However, during deployment resistance was encountered between subject stent and catheter. The distal end of the subject tent was positioned and deployed 5 mm beyond the aneurysm neck. After the subject stent was fully deployed, angiography revealed that the distal end of the subject stent had shifted proximally, preventing it from fully covering the aneurysm. Therefore, the physician deployed a second stent, which completely covered the aneurysm. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.